Event description:
On or about (B)(6) 2006, a sparc sling system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, add'l surgery and/or other injuries." It was additionally alleged the plaintiff "experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.